Event description:
As reported, button #2 of a 6f¿12f mynx control venous vascular closure device (vcd) popped back up after the balloon was deflated, and the technician felt restriction when trying to remove the device. The representative instructed the technician to push button #2 again, and the same thing occurred. The representative then instructed the technician to place the affected device back down on the patient's leg and remove the other 2 mynx venous devices, which were removed without a problem. The technician then picked up the affected device, pressed and held button #2, and was able to remove it. The technician held the standard 2 minutes of pressure post-deployment, and hemostasis was achieved. One hour later, recovery staff reported a small amount of track ooze, and hemostasis was achieved after 10 minutes of manual pressure and replacement of the bandage. There was no reported patient injury. Heparin was used. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a clock symbol after button #1 depression. The balloon was fully deflated, bubbles stopped moving, and the inflation indicator was completely down. The balloon was prepped with saline. Button #2 depressed fully and then popped back up halfway instead of staying depressed. No damage was noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempted balloon retraction. The mynx vcd was used in an interventional procedure. The deployer was certified on mynx. The femoral artery¿s suitability was not verified on venography, including the insertion angle of the vascular sheath introducer. The stick location was femoral. The physician deployed 3 total mynx venous devices in the patient's right groin, one of which had an issue. Upon inspection of one of the devices, the sealant appeared to be deployed, there was no visible amount outside the patient's skin, and a very small end of the balloon did not fully retract back inside. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.